Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Pump error hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 6 of the ambient light sensor(u1). Insulin pump also received with a faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.